Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd ultra-fine¿ pen needle mini the needle was difficult to operate and not working properly. The needle was clogged. The following information was provided by the initial reporter, translated from spanish to english: the patient's family member reports that the device does not work properly, during application on (B)(6) 2019; a retraining and needle change was done and the device works well. It is evident that what does not work is the needle with lot 8197892. According to the additional information received by the customer on 20.nov.2019: the product is a box of 100 needles - catalog 320147; the needle was clogged, because at the time of drug application, the surepal device did not perform the normal process. At the time of changing the needle, for a new one, it performed its process normally and without issues; there was no harm to the patient. Only the medicine could not be given that day. When the mother saw that she did not perform the process well, she decided not to try again and report it the next day; there was no need for any type of intervention, because once the medication could not be applied, the mother withdrew the needle. She cut it and deposited in the needle cutter.